Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "low" (specific bg value was not provided), and the meter bg reading was unknown. As a result of the basal suspension, customer's blood glucose (bg) level rose from 425 mg/dl to 579 mg/dl. Bg was addressed via a correction bolus. Subsequently, the customer went to the emergency room and was hospitalized. Customer was treated with intravenous fluids of saline and insulin while in the hospital. Customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.